Manufacturer narrative:
Patient code: no pt codes listed as the pt was not involved in the event. The device has been received by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Note: the date of the event and procedure date are unk. It was reported to boston scientific corp on 02/06/2009, that a polypectomy snare was used during a colonoscopy procedure. According to the complainant, they were applying cautery to the pt and the nurse felt an electrical surge on her hand from the device. The nurse required no treatment. The procedure was completed with another polypectomy snare.